Event description:
It was reported that the paramedics were called 2 times within 2 weeks due to customer's low blood glucose; it had been lower than 10mg/dl. The customer had been hospitalized. At the time of the phone call, the customer's blood glucose was 229 mg/dl. They stated that they had taken insulin pump off, placed the infusion set in a bag, and had suspended the insulin pump, but the device had delivered insulin while in suspend mode. The drive support cap was recessed. The customer stated that they would fill the cannula and then connect the set. Other than that the customer's priming techniques was correct. The bolus history was inaccurate. The customer stated that there were five days of the exact daily totals in the basal history. The reservoir was showing less insulin then displayed on the insulin pump. Displacement test passed the history of the device showed blood glucose readings of 1273 mg/dl and 112 mg/dl. Nothing further was reported.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with maximum bolus set to 25.0 units. The device functioned properly when setting bolus delivery up to 25.0 units. It did not allow any boluses greater than 25.0 units. The bolus history screen does not list any boluses greater than 25.0 units. The device passed the functional test, including the displacement test, rewind, basic occlusion test, prime test and the excessive no delivery test. The device was suspended and monitored. It functioned properly in suspend mode and did not deliver. No delivery anomaly noted. The device was programmed with several boluses and monitored. It calculated the additional bolus deliveries and was verified in the daily total screen. The device was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts properly were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The device had cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).